Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU (B)(4). (General data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during intraocular lens (iol) implantation, the lens did not eject and became stuck in the injector. After removal from the injector, it was observed that the lens was scratched because the piston was positioned above the lens during implantation. Directions for use (dfu) were followed during lens preparation/advancement. The iol is available for return. No patient injury was reported. No further information was provided.